Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated event date based on the bsc aware date as we were not able to obtain the date the patient passed away.

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event:model number/catalog number: sc-8216-70.serial number: (B)(6).batch/lot number: 18878594.model/catalog description: artisan lead 70 cm.unique identifier (UDI) #: (B)(4).block b3: approximated event date based on the bsc aware date as we were not able to obtain the date the patient passed away.